Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5043926) in united states on 10-aug-2015 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2007 with lot number 623319 to prevent pregnancy. The consumer's medical history included parity 2. After she had the insertion done, the consumer noticed lots of back pain, prolonged menstrual cycles, heavy bleeding, very painful while being intimate, bleeding on random days when she was not due for her cycle. There were days she just crawled into fetal position just to bare the pain. She has been suffering with all this for 8 years. She spoke with her physician who stated he could try to remove the essure but there is a chance she could hemorrhage or perform a hysterectomy. Follow-up information received on 02-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: lot number reported 623319 is invalid. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this product technical complaint was initiated due to a confirmation of quality. The reported medical events are known possible undesirable events and not necessarily indicative of a quality defect. An invalid batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for investigation therefore the complaints could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 27-oct-2015: the lot number was confirmed to be 623319 (previously reported as invalid). Follow-up information received on 08-dec-2015, updated ptc investigation result: ptc global number: (B)(4). Final assessment: lot 623319 is invalid. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no major changes. Follow up 03-oct-2016: legal claim was received from lawyer on behalf of plaintiff. Upon information and belief, after this procedure, plaintiff underwent the required hysterosalpingogram procedure (no results reported). After the implant procedure, she began experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Upon information and belief, plaintiff became pregnant multiple times after the implant procedure. On or about (B)(6) 2015, she underwent a total hysterectomy with bilateral salpingectomy as a definitive solution to the pain and bleeding she has been experiencing. Company causality comment: this is a non-medically confirmed spontaneous case report refers to a female consumer who had heavy bleeding after essure (ess205) (fallopian tube occlusion insert) insertion. Upon follow-up receipt, this case became legal and it was reported she also experienced pelvic pains. Due to these events, she underwent a total hysterectomy with bilateral salpingectomy. Plaintiff also became pregnant multiple times after essure insertion. Genital haemorrhage, pelvic pain and pregnancy with contraceptive device are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and lack of alternative explanation, genital haemorrhage and pelvic pain are assessed as related. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance. Given the limited information received and in the lack of alternative explanation, the device ineffective was assumed and the pregnancy was considered related to essure. This case was regarded as incident, since a surgical removal of the device was required. Additionally, non serious event was reported. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device / the essure device migrated on top of my uterus, causing my uterus to enlarge"), pelvic pain ("pelvic pains"), genital haemorrhage ("heavy bleeding / bleeding") and pregnancy with contraceptive device ("became pregnant multiple times after the implant procedure") in a female patient who had essure (ess205) (batch no. 623319 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, bipolar affective disorder, heart murmur, abdominal hernia, asthma, type ii diabetes mellitus, vaginal delivery, anemia, breast lump (benign), mastodynia, inguinal hernia repair and endometriosis. Concurrent conditions included dysmenorrhea, perineal pain and multi gravida. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2008, the patient experienced rash ("rashes or skin conditions type: rashes"), migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("very painful while being intimate / dyspareunia (painful sexual intercourse)"), pain ("pain") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding on random days when I'm not due for my cycle"), back pain ("lots of back pain"), oligomenorrhoea ("prolonged menstrual cycles") and abdominal pain lower ("lower abdomen pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol) and surgery (total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, dyspareunia, pain, menorrhagia, vaginal haemorrhage, rash, migraine, headache, alopecia and abdominal pain lower had resolved and the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, metrorrhagia, back pain and oligomenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for back pain, dyspareunia, metrorrhagia, oligomenorrhoea and pain with essure (ess205). The reporter considered abdominal pain lower, alopecia, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in date of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no valid batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs and mr were received: reporters were added. Patient height and race were updated. Insertion and removal date were updated. Reporter causality comment was added. Events: abnormal bleeding (vaginal), rashes, migraines, headaches, device expulsion, hair loss, abdominal pain lower were added. Event onset date and outcome were updated. Treatment drug was added. Medical history were added. Auto-narrative supplement was added. Lab data was added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no valid batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: updated quality-safety evaluation of ptc received company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had heavy bleeding after essure ((B)(4)) (fallopian tube occlusion insert) insertion. Upon follow-up receipt, this case became legal and it was reported she also experienced pelvic pains. Due to these events, she underwent a total hysterectomy with bilateral salpingectomy. Plaintiff also became pregnant multiple times after essure insertion. Genital haemorrhage, pelvic pain and pregnancy with contraceptive device are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and lack of alternative explanation, genital haemorrhage and pelvic pain are assessed as related. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance. Given the limited information received and in the lack of alternative explanation, the device ineffective was assumed and the pregnancy was considered related to essure. This case was regarded as incident, since a surgical removal of the device was required. Additionally, non-serious events were reported. Upon receipt of lot number confirmation a new technical analysis was made and, as before, the lot number was not valid. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. No further information is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5043926) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device / the essure device migrated on top of my uterus, causing my uterus to enlarge"), pelvic pain ("pelvic pains"), genital haemorrhage ("heavy bleeding / bleeding") and pregnancy with contraceptive device ("became pregnant multiple times after the implant procedure") in a female patient who had essure (ess205) (batch no. 623319 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, bipolar affective disorder, heart murmur, abdominal hernia, asthma, type ii diabetes mellitus, gravida, anemia, breast lump (benign), mastodynia, inguinal hernia repair, endometriosis, scoliosis, seasonal asthma and blood pressure high. Previously administered products included for an unreported indication: pill from 1993 to 2003. Concurrent conditions included dysmenorrhea, perineal pain and multi gravida. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2008, the patient experienced rash papular ("rashes or skin conditions type: rashes/ rashes or skin conditions type: red bumps around neck"), migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("very painful while being intimate / dyspareunia (painful sexual intercourse)"), pain ("pain") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding on random days when I'm not due for my cycle"), back pain ("lots of back pain"), oligomenorrhoea ("prolonged menstrual cycles") and abdominal pain lower ("lower abdomen pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol) and surgery (total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, dyspareunia, pain, menorrhagia, vaginal haemorrhage, rash papular, migraine, headache, alopecia and abdominal pain lower had resolved and the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, metrorrhagia, back pain and oligomenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for back pain, dyspareunia, metrorrhagia, oligomenorrhoea and pain with essure (ess205). The reporter considered abdominal pain lower, alopecia, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash papular and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in date of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no valid batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received - event rash updated to rash popular . Medical history & drug were added. Product, patient & reporter information updated. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.